Event description:
It was reported, after a cesarean section was performed, the patient lost blood, the bleeding volume was approximately 1000ml. The surgeon placed a bakri tamponade balloon catheter into the patient¿s uterine cavity, as treatment for postpartum hemorrhage [pph]. After injecting 100ml of saline, it was found that the bakri balloon was not filled with liquid. The balloon was removed and filled with saline; careful observation revealed that the catheter balloon was leaking. A new same device was used to complete the procedure. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E!- name and address: street: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: event description: it was reported, after a cesarean section was performed, the patient lost blood, the bleeding volume was approximately 1000ml. The surgeon placed a bakri tamponade balloon catheter into the patient¿s uterine cavity, as treatment for postpartum hemorrhage [pph]. After injecting 100ml of saline, it was found that the bakri balloon was not filled with liquid. The balloon was removed and filled with saline; careful observation revealed that the catheter balloon was leaking. A new same device was used to complete the procedure. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures as well as a visual inspection and functional testing of the returned device were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation. Functional testing found that there was a pinhole in the balloon material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. The IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.